Manufacturer narrative:
(B)(4). D10: cat #: 010000925 / g7 hi-wall e1 liner 32mm c. / lot #: 7254147. Cat #: 010000809 / g7 hi-wall arcomxl lnr 32mm d / lot #: 6640690. G2: mexico. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the liners would not assemble with the shell. Another construct was used to complete the procedure. There was no harm or health impact to the patient. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-01898, 0001825034-2024-01899. This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. D10: cat #: 010000926 / g7 hi-wall e1 liner 32mm c / lot #: 7254147. No product was returned or pictures provided, visual and dimensional evaluations were unable to be performed. The complaint could not be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.